Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient thought she was having an allergic reaction to the implant and wanted the implant removed. The patient was having a severe metallic taste in her mouth. The event is reportable due to the surgical intervention required to remove the integrated implant. Tooth location 30. At this time, no tests have been performed to determine if the patient was allergic.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified minor signs of usage and foreign material but no evidence of any damage or malfunction. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The reported device was measured with calipers and the device was verified to match specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.